Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the device was not returned for further evaluation; therefore a definitive root cause could not be determined. However, the customer indicated that the o2 sensor had already been changed and calibrated during the est (extended system test). He was instructed to inspect the o2 sensor cable before replacing the gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator fraction of inspired oxygen (fio2) is set to 40%, the monitored value is 33% and the delivered value is the same 33%. Furthermore, there was no patient associated with the reported event.